Event description:
Same case as MFR #: 2134265-2013-00100 and 2134265-2013-00101. It was reported that during an unspecified procedure the motor drive was unable to perform pullback. The target lesion was located in an unknown vessel. The motor drive was unable to perform pullback and did not display an error message. The event occurred outside of the patient. No patient complications were reported.

Event description:
Same case as MFR #: 2134265-2013-00100 and 2134265-2013-00101. It was reported that during an unspecified procedure the motor drive was unable to perform pullback. The target lesion was located in an unknown vessel. The motor drive was unable to perform pullback and did not display an error message. The event occurred outside of the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).